Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage post-op.patient underwent total hip arthroplasty. The ceramic liner was found to be fractured 7 months post-operation. A second surgery was completed to remove all broken liners and replace them with new one. The patient was in stable condition now.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and review of the photographic evidence confirmed the reported allegation. The ceramic insert was found fractured into two large, three small and approximately a number of thirty or more very small fragments. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the ceramic insert belongs to the shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The density of the insert was analyzed and found to comply with the material specification for biolox® delta components. The microstructure as obtained from the quality documents meets the requirements specified at the time of production. There is not indication of aby pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881752 / 3646679] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.